Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient went to emergency room (ER) and had experienced high blood glucose event of 451 mg/dl which was treated by intravenous (IV) and fluids of saline and insulin and the infusion set cannula was bent on (B)(6) 2026.